Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was constantly vibrating and there was water inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings: during investigation, the blank display at power up with audible. The vibration was not working. Unable to duplicate complaint about constant vibration. Opened pump. There was evidence of the moisture corrosion on display connector and on display and transceiver boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.